Manufacturer narrative:
After further review MFR#2916837-2021-00231 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd aria¿ iii acdu facsflow under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from german to english: the customer reports a faulty or cracked sheath filter that was only newly installed at the pm at the beginning of march and asks for a replacement. Liquid not contained yes, facsflow sprayed under pressure non biohazard before waste line no no.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd aria" iii acdu facsflow under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports a faulty or cracked sheath filter that was only newly installed at the pm at the beginning of march and asks for a replacement. Liquid. Not contained. Yes, facsflow sprayed under pressure. Non biohazard. Before waste line. No. No.